Manufacturer narrative:
Peritoneal dialysis nurse stated that there were no leaks, disconnections, holes/cuts in tubing, or anything to indicate a product defect or malfunction. Per fresenius pharmacovigilance physician: case reviewed; patient appears to have a case of recurrent peritonitis, with the second episode of peritonitis a month after the first episode was treated. There is no evidence of device malfunction, break in the seal of the system (leaks), or tubing defects. Device was not returned; therefore, no product investigation was performed. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 and 11 march 2013.

Event description:
Patient doing peritoneal dialysis reported that effluent in drain bag was cloudy. Patient was administered antibiotics. Patient's nurse stated that the patient had just gotten off antibiotics for a prior case of peritonitis.